Event description:
It was reported, "at 10:10 on (B)(6) 2024 for intravenous infusion treatment, the use of PICC catheter before the nurse has checked the product (whether the appearance is intact, there is no breakage phenomenon), at 11:00 a.m. Occurs PICC puncture at the upper arm, immediately stop the infusion, due to the previous day of the infusion of about 1 hour of the upper arm swelling, the line of ultrasound and chest radiographs did not show any abnormality, today once again the infusion of the arm swelling symptoms, highly suspicious of the pipeline breaks, given to the removal of the tube, the examination of the PICC catheter consumable appeared to appear in the 36cm place of the cracks." No other information was provided.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not received.